Event description:
Patient was injured in mva in (B)(6) 2012, returned to surgeon on (B)(6) 2013, for scheduled procedure to remove a competitor's external fixation device and implant a hindfoot arthrodesis nail. Surgeon implanted the nail and then drilled the lateral cortex for proximal screws. After drilling, the proximal screw would not go through the nail. Surgeon confirmed that the correct aiming arm was being used. Surgeon removed the proximal screw and the guide, repositioned the aiming arm, re drilled and then placed the screw freehand; the nail remained implanted. Procedure was completed, but surgery time was extended by approximately one hour.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The device was not returned. Placeholder.